Manufacturer narrative:
As reported, a 6f/7f mynx control vascular closure device (vcd) did not deploy on two occasions. Hemostasis was achieved with manual compression for 30 minutes. There was no reported patient injury. The procedure was a percutaneous coronary intervention (pci) performed via a retrograde approach. A non-cordis sheath introducer was used with 6f arterial and 7f venous sheath sizes. Angiography confirmed femoral artery suitability with insertion angle verification (30¿45 degrees) and vessel diameter =5 mm; vessel tortuosity and presence of peripheral vascular disease (pvd) or calcium at the puncture site were unknown. No damage to the button was noted. The tension indicator was aligned with the handle markers before deployment. Device storage temperature did not exceed 25 °c. No kinks were observed in the sheath or device after removal. The condition of the sealant sleeves after removal was unknown. The deployer was mynx trained. (B)(4): the device was not returned for analysis. One photograph was provided for review. The image shows two mynx control vascular closure devices following use in a clinical setting. Blood residues are observed, consistent with use. The distal assemblies appear open. The balloon does not appear to be retracted. No obvious structural damage can be identified based on the provided image, and the presence of sealant cannot be confirmed. The photographic evidence does not allow evaluation of device functionality or sealant deployment. Therefore, the reported failure of deployment cannot be confirmed, and the root cause cannot be determined. A product history record (phr) review of lot: f2516001 revealed no anomalies or non-conformance's during the manufacturing and inspection processes that can be associated with the reported event. The reported events of ¿mynx control system-deployment difficulty-unable¿ could not be observed as the devices were not returned for analysis and the image received did not display the position of the deployment buttons or show the sealants. The exact cause of the issue experienced could not be determined. Based on the information available for review and picture analysis, it is not possible to determine what factors may have contributed to the issue experienced, especially since the sealants and handles were not visible in the picture provided. However, since the balloons were not retracted, it is likely that button 2 was not depressed during use of the devices, which could contribute to issues during placement of the sealant. Also, it was noted that the sealant sleeves were opened, suggesting damage to the components. Therefore, procedural/handling factors and/or concomitant device factors likely contributed to the issues experienced. According to the instructions for use (IFU), which is not intended as a mitigation, step 2: deploy sealant, ¿while maintaining tension press button #1 until it is fully aligned with the handle, and the clock symbol is visible in the tension indicator window. This deploys and compresses the sealant against the arteriotomy. Lay the device down for 2 minutes.¿ the IFU also states in step 3: remove device, ¿retract the syringe plunger to lock position. Apply light fingertip compression proximal to the insertion site and then lightly grasp the device at skin with thumb and forefinger and realign with the tissue tract. Open the stopcock to deflate the balloon. To ensure complete balloon deflation, wait until air bubbles and fluid have stopped moving through the inflation tubing. Pick up the device handle and realign with the tissue tract. Depress button #2 to pull the deflated balloon into the device. While maintaining fingertip compression on the skin, remove the device from the patient. Continue to apply fingertip compression for up to 1 minute or as needed. Apply a sterile dressing once hemostasis is achieved.¿ the IFU also warns, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ neither the picture analysis, phr review, nor the available information suggest that the reported failures could be related to design or manufacturing process of the units. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, a 6f¿7f mynx control vascular closure device (vcd) did not deploy on two occasions. Hemostasis was achieved with manual compression for 30 minutes. There was no reported patient injury. The procedure was a percutaneous coronary intervention (pci) performed via a retrograde approach. A non-cordis sheath introducer was used with 6f arterial and 7f venous sheath sizes. Angiography confirmed femoral artery suitability with insertion angle verification (30¿45 degrees) and vessel diameter =5 mm; vessel tortuosity and presence of peripheral vascular disease or calcium at the puncture site were unknown. No damage to the button was noted. The tension indicator was aligned with the handle markers before deployment. Device storage temperature did not exceed 25 °c. No kinks were observed in the sheath or device after removal. The condition of the sealant sleeves after removal was unknown. The deployer was mynx trained. The devices will not be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
A product history record (phr) review of lot f2516001 revealed no anomalies or non-conformances during the manufacturing and inspection processes that could be associated with the event reported.

Event description:
As reported, a 6f¿7f mynx control vascular closure device (vcd) did not deploy on two occasions. Hemostasis was achieved with manual compression for 30 minutes. There was no reported patient injury. The procedure was a percutaneous coronary intervention (pci) performed via a retrograde approach. A non-cordis sheath introducer was used with 6f arterial and 7f venous sheath sizes. Angiography confirmed femoral artery suitability with insertion angle verification (30¿45 degrees) and vessel diameter =5 mm; vessel tortuosity and presence of peripheral vascular disease or calcium at the puncture site were unknown. No damage to the button was noted. The tension indicator was aligned with the handle markers before deployment. Device storage temperature did not exceed 25 °c. No kinks were observed in the sheath or device after removal. The condition of the sealant sleeves after removal was unknown. The deployer was mynx trained. The devices will not be returned for evaluation.